Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID neu_ins_stimulator serial# unknown : product type implantable neurostimulator product ID 3387-40 lot# j0236922v implanted: (B)(6) 2003. Product type lead product ID 748240 serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was getting a routine bilateral ins replacement. At the pre-op the impedances were found to be a bit high, but the patient was still receiving therapy. It was reported that the extension may have been compromised before the surgery leading to the high impedances. During the ins replacement normal manipulation of the ins may have caused the remainder of the extension to break. The surgeon was able to find the lead/extension connector block which was reported to have migrated down toward the neck, which is not where the surgeon implants it. Impedance tests were performed after an ins was connected and they were all found to be over 40,000ohms. The surgeon explored the ins pocket and found that the extension had become completely detached. The extension was replaced while the patient was still intubated. A new ins was connected and the impedances went back to normal range. There w ere no symptoms reported. No complications or further complications